Event description:
It was reported that during a colon resection procedure, the device would not close appropriately when the surgeon fired on the tissue. When observed, the staples appeared to be open ended and in a u shape. No additional force was used, this was the initial firing. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that the tx60g device arrived in good visual condition and with a reload present. The reload was received void of staples, however, one b-form staple was found over the cartridge deck. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.